Manufacturer narrative:
The driveline repair was reported in MFR report#2916596-2021-06476. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a "replace system controller" alarm at home. They then presented to the clinic for a system controller exchange. The customer reported a controller fault alarm following driveline repair and internal driveline damage. A review of the log files revealed a momentary replace controller event on (B)(6) 2021 at 1032 which was associated with a backup battery test circuit fault. Additionally, they reported the controller passed another self-test in the clinic. The system controller was replaced as a precaution. Another self-test was run after the exchange and no advisories or alarms occurred. It was reported that the battery of the exchanged controller was inspected and there was separation of the wire ribbon.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted for review and another log file was downloaded for review. A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2017, (B)(6) 2021 per timestamp). The events recorded on (B)(6) 2017 showed that the controller still had the manufacturing settings and the driveline was never connected. A replace controller alarms and a yellow wrench alarm were active on (B)(6) 2021 at 10:32:50 coincident with a backup battery test circuit fault. The alarm cleared shortly after activating. The driveline was disconnected on (B)(6) 2021 at 11:52:20 and the controller was shut down at 11:52:38. There were no other notable alarms active in the log file. Additional information provided on 09nov2021 stated there was a separation in the backup battery wire ribbon when the controller was opened which may have caused the reported alarm to occur. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ states how to replace the system controller backup battery. Heartmate ii instructions for use, rev. C, section 5 entitled ¿surgical procedures¿ states how to install the backup battery into the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29aug2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturing report number 2916596-2022-00294.

Event description:
It was reported that the patient experienced a "replace system controller" alarm at home. They then presented to the clinic for a system controller exchange. The customer reported a controller fault alarm following driveline repair and internal driveline damage. A review of the log files revealed a momentary replace controller event on (B)(6) 2021 at 1032 which was associated with a backup battery test circuit fault. Additionally, they reported the controller passed another self-test in the clinic. The system controller was replaced as a precaution. Another self-test was run after the exchange and no advisories or alarms occurred. It was reported that the battery of the exchanged controller was inspected and there was separation of the wire ribbon.

Manufacturer narrative:
The driveline repair was reported in MFR report#2916596-2021-06476. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.